Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. Approximate size of air bubbles is states that it has been lava lamp size. The patient¿s blood glucose was 328mg/dl at the time of the incident. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. The customer states that the aides come in every day for prime tubing. The reservoir is not expected to be returned for analysis.